Event description:
Boston scientific received information that a red alert was detected for high out of range shock impedance measurements. All other measurements were normal and within range. No revision planned at this time. There were no adverse patient effects reported.

Manufacturer narrative:
This device remains in service. At this time there is no additional information. Should additional information become available this report will be updated.